Event description:
It was reported that the visual field fogged up during a hip scope procedure causing the surgeon to lose visualization. A backup scope was used to complete the procedure with no injuries or complications as a result.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the visual field fogged up during a hip scope procedure causing the surgeon to lose visualization. A visual inspection was performed and showed the scope to have severe distal tip and fiber damage and a loose distal prism. This is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required. After evaluation, the root cause of this event was determined to be user error. Review of the device history records were performed which confirmed no inconsistencies.